Event description:
It was reported that during a photoselective vaporization of the prostate, after 7,000 joules of use at 80 watts, the tip of the fiber started fainting as if the energy became very weak. It was noted that the fiber was broken at an unknown location. The physician disconnected and reconnected the fiber but the issue was not resolved. The procedure was completed with a second device without patient complications.

Manufacturer narrative:
Investigation summary with all the available information, boston scientific concludes that the reported fiber break and diminished vaporization were confirmed as visual examination identified a proximal circumferential fracture under the proximal end of the metal cap. It is probable that excessive bending and rough technique during set up and the procedure contributed to the fiber damage. According to the instructions for use (IFU), bending the fiber in sharp angles and pressing the fiber tip into the tissue, creates stress between the fiber and the opening (edge) of the cystoscope, can lead to fiber damage, including fiber body breaks. Although analysis also identified devitrification at the fiber tip, please note that devitrification is a normal degradation of the fiber that can occur through normal use. It is caused by heat accumulation at the fiber tip causing the glass at the firing window to crystallize. Device history record (DHR) the device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Device technical analysis the fiber was returned for analysis and upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. Visual examination of the fiber under magnification, identified a proximal circumferential fracture under the proximal end of the metal cap. The fiber was able to rotate independently, proximal to the fracture. The connector cone, segments, and tabs appear in good condition and are secured. The connector passed the connector segment verification test. The control knob is attached and aligned with the fiber and can rotate the fiber. The glass cap exhibited mild devitrification and the metal cap exhibited mild debris adhesion, indicative of tissue contact. The fiber was functionally tested with helium neon (hene) laser fixture, and the testing conducted did not identify any signs of breakage along the length of the fiber. Labeling review a review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. The IFU states do not bury the tip of the fiber into the tissue. Reduced irrigation fluid flow may result in damage to the fiber. Do not press the fiber end into the tissue. This creates stress between the fiber and the opening (edge) of the cystoscope. Damage to the fiber may result. Do not bend the fiber at sharp angles. Damage may occur to the fiber. Investigation conclusion the observed condition of the fiber is consistent with fiber that experienced excessive bending and rough technique. These factors are likely to cause the noted fiber break and diminished vaporization. Therefore, the investigation is assigned a conclusion code of unintended use error caused or contributed to event. The interaction between the user and device, caused or contributed to the observed fiber tip damage and reported event.

Event description:
It was reported that during a photoselective vaporization of the prostate, after 7,000 joules of use at 80 watts, the tip of the fiber started fainting as if the energy became very weak. It was noted that the fiber was broken at an unknown location. The physician disconnected and reconnected the fiber but the issue was not resolved. The procedure was completed with a second device without patient complications.